Event description:
Event description guidant received information from the legal department, that the patient implanted with this implantable cardioverter defibrillator (ICD) is involved in a lawsuit that alleges that as a direct and proximate result of the defective and unreasonable dangerous model 1861 device, the patient sustained serious and permanent injuries that ultimately resulted in his death.